Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was using their rocker switch pencil with return electrode monitoring pad and generator as associated devices. The surgeon¿s assistant activated the device near the surgeon¿s finger which was under the tissue and the surgeon experienced a severe shock that hurt the surgeon¿s finger and traveled up to the surgeon¿s shoulder. The surgeon had numbness in the arm for awhile and finished the case with a new generator and pencil.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.